Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event as no specific patient injury was alleged. The medical records provided included the patient's implant operative report, one page of an explant report and an implant tracking log for the flat mesh. The medical records indicate the patient experienced exposure of mesh which allegedly required a partial explant procedure. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have contributed to any patient post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2009: the patient was diagnosed with uterine fibroids with dysfunctional uterine bleeding, mild prolapse and stress urinary incontinence. The patient underwent a total abdominal hysterectomy and bilateral oophorectomy, abdominal sacrocolpopexy with implant of a davol flat mesh, incidental appendectomy and burch bladder neck suspension. On (B)(6) 2010: t he patient was diagnosed with exposed colpopexy mesh and underwent debridement, partial explant of colpopexy mesh and closure of vaginal mucosa.